Event description:
Olympus rec'd a copy of FDA form 3500a from the FDA medwatch program, which states: "during a procedure to explore endometrial polyp or fibroid, a speculum was placed in the vagina. Anterior lip of the cervix grasped with a single-tooth tenaculum. Cervix dilated to #21. Hysteroscope placed inside. The fibroid was noted. I was not sure if it was a polyp or fibroid at this point. Several attempts were made to excise the polyp using the scissors through the hysteroscope; however, it was clear that it was a fibroid and it was quite fibrous and it could not be removed; therefore, the uterus was dilated to #31, and the resectoscope was then placed inside, a portion of the fibroid was resected. When the resectoscope was removed, it was noted by the scrub tech that there were a plastic portion of the resectoscope that had shattered and was missing. We looked around at this point, and noticed one small shard on the drape, but we did not see the entire piece that was missing. The cause was then continued. An x-ray was ordered and the x-ray was read as a possible foreign object. No object was located during subsequent explorations. Did recover a majority of the plastic that was found on the drape". Olympus regulatory affairs investigated this report, and was informed that during a therapeutic hysteroscopy, the users noticed that the plastic tip of the device was broken. Staff at the facility had reported to have hit a fibroid with the plastic tip of the device and subsequently heard a "crack". An x-ray was immediately taken during the same procedure and a foreign object was identified inside the pt. Contrary to the initial report submitted by the user facility, the user facility reportedly retrieved all the remnants of the plastic tip with further complications. The procedure was completed with the same device and there was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The user facility has declined to provide additional detailed info regarding this event at this time. An olympus surgical specialist has been dispatched to visit the user facility to investigate the matter further, and to offer training and/or education support if needed. If significant additional info becomes available, a supplemental report will follow.